Manufacturer narrative:
This event is being conservatively reported as limited information is available at this time.

Event description:
The manufacturer was notified on (B)(6) 2016 of the following. A perceval 23/m was implanted then explanted at (B)(6) medical center on (B)(6) 2016 and another perceval 23/m was implanted on the same day.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), and nitinol stent component were pulled and reviewed by quality control at livanova (B)(4) the results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer has made three attempts to follow-up with the operating physician regarding the details of this event. To date, no further information has been received. As the device was not received for analysis, no device analysis can be performed at this time, and the reason for explant and the root cause of the event cannot be determined; however, the document review performed confirmed the absence of any manufacturing deficits. Should additional information become available in the future, appropriate investigative actions will be taken. Then manufacturer acknowledges the late reporting of the additional information obtained from the device history record review.